Event description:
Pt complained of blurred vision following a fess procedure using the console. The blade used was discarded. No malfunction was noted during the procedure. User states permanent injury, impairment, and that intervention was required.

Manufacturer narrative:
The device was evaluated, and found to meet current specification. No problem or malfunction detected with the function of the console.